Event description:
During a right ilio-femoral bypass procedure, the graft leaked on unk quantity of blood through its walls. The part of the graft that was left in the pt had become blood-tight on its own. The balance was discarded by the hospital. There was no pt injury. The pt's condition is ok.